Manufacturer narrative:
Omsc investigated the referenced devices, however the reported phenomenon was not duplicated. Omsc checked the device history record of the subject otv-s190, there was no irregularity found. The exact cause of the reported event could not be conclusively determined, however there is possibility that this phenomenon is attributed to the followings. -temporary malfunction of the board of the video system. -connection or contact failure of light source cable . -malfunction of light source device clv-s190 . -malfunction of the monitor. -influence by other device (such as high frequency generator). The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject otv-s190 was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s190 to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The otv-s190 instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, halation and flicker was occurred on the image displayed on the used monitor. The user replaced the used otv-s190 with the similar device and continued the procedure. There were no reports of patient injuries related to this incident.